Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's leads were revised, using the same leads the patient currently had implanted. The revision provided the patient with better relief, and the issue is not resolved. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2018. Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-01-10 mpxr 591129 (con rep): information was received from a consumer with an implantable neurostimulator (ins) for unknown ind ication. It was reported the patient presented to the clinic with minimal pain relief. The patient denied any falls and did not know when the lead migration may have occurred. The patient¿s leads were examined under x-ray and on 2019-01-10 found to have moved enough so her programming was no longer over t9/t10. The patient was reprogrammed over t9/t10 per new imaging. No further complications were reported/anticipated 2019-feb-21 mpxr 591129.1 (rep): additional information was reported that the patient's leads was revised, using the same leads the patient currently had implanted. The revision provided the patient with better relief, and the issue is now resolved. No further information was reported. 2019-03-06 crts 3830812 (con): additional information was reported 2019-03-06. It was reported that the patient had a revision to move the leads because it was affecting the wrong side. The patient stated the stimulation on the left side and she needed it on her right side, so they revised the leads 2019-02-20. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient presented to the clinic with minimal pain relief. The patient denied any falls and did not know when the lead migration may have occurred. The patient¿s leads were examined under x-ray and on (B)(6) 2019 found to have moved enough so her programming was no longer over t9/t10. The patient was reprogrammed over t9/t10 per new imaging. No further complications were reported/anticipated.